Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. Additionally, a lead safety switch (lss) was activated, switching from bipolar to unipolar mode due to high out-of-range pacing impedances exceeding 3000 ohms. No adverse patient effects were reported. This rv lead remains in service.